Manufacturer narrative:
B5: after the file was reviewed, it was decided to remove annex f (imf) code f0101. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the therapy was off (the patient didn't know why), and when they turned it back on, they felt a severe shock on their face. The patient's representative explained that they fully charge their ins at night, but by the next night, their ins still showed as fully charged when they expected the charge level to have decreased by a third. The patient denied having any changes to their ins programming before this event. The agent had the patient check the therapy status and discovered that it was turned off (they were unaware it was off). The patient turned therapy back on with the patient programmer. Once the therapy was turned on, the patient said they experienced a severe shocking in their face, and the patient's brother said the patient was making funny faces. The patient indicated that the shocking sensation became less severe as the call continued, but it was not completely gone. The agent reviewed that the patient would likely require time to adjust to the stimulation and to follow up with their managing hcp if the sensation does not subside completely.